Manufacturer narrative:
Block b5/h2: this event is no longer reportable based on new information received on 08apr2025. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
Additional information confirmed that the angiosculpt device was removed by itself. Therefore, this is no longer reportable for removal as a system. There is no potential for harm with recurrence.

Manufacturer narrative:
Blocks b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Blocks h3/h6: the angiosculpt device was not returned by the facility, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The angiosculpt catheter was used to treat a moderately calcified lesion in the mid lad. During removal, resistance was noted, and the scoring element may have got caught on an existing isr stent. With some degree of force applied, the catheter and the non-philips guidewire were able to be removed as a system. The procedure was completed with no patient injury reported. This product problem is being submitted due to removal as a system. There is potential for harm if it were to recur.